Manufacturer narrative:
The customer has indicated that the unit will not be returned for evaluation. If the unit is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during a tonsillectomy using non-insulated bipolar forceps from a third party, miss-use of the bipolar forceps resulted in a 2nd degree burn to the patient. The burn was treated with bactroban ointment. The generator was evaluated on site and no fault was found. The unit is not returning for evaluation.

Manufacturer narrative:
The unit was returned and the investigation did not identify anything that would have caused or contributed to the reported event. The unit was found to function normally and within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.